Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call.

Event description:
The customer reported that the 6800 system had poor image quality with fuzzy images and the system was slow to boot up. No patient injury was reported.